Event description:
It was reported by service report that the foot-end does not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift motor coupler kit.